Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 58.0 cm, 59.0 cm and 105.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds along its length. The embolization coil was returned outside of the introducer sheath. Conclusions: evaluation of the returned smart coil revealed that the smart coil was returned with its embolization coil advanced distal to the introducer sheath. Therefore, the reported inability to advance the smart coil within its introducer sheath could not be confirmed. Further evaluation revealed pusher assembly kinks and offset coil winds along the embolization coil. These damages typically occur if the smart coil is manipulated against resistance. During functional testing, after the smart coil was properly re-sheathed within its introducer sheath, the smart coil was able to be advanced through its introducer sheath and a demonstration microcatheter with resistance due to the kinks on its pusher assembly. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the smart coil¿s inability to be advanced within its introducer sheath. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coil). During the procedure, a smart coil would not advance at all within the introducer sheath and, therefore, the smart coil was removed. The procedure was completed using another penumbra coil. There was no report of an adverse effect to the patient.